Manufacturer narrative:
Additional information: b1, b5, h1, h6 correction: d1, d4. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2020. As reported, separation was noted to the wire included with the device set. Part of the wire was retained within the patient.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Attachment: [pr 301572_cinc_medwatch report_dg_07aug2020.pdf].

Event description:
Additional information was received via medwatch report mw5095539. The complaint device was used to obtain access to the pericardial space for drainage of a pericardial effusion. After accessing the effusion, the inner catheter was advanced and placement was verified. The micropuncture wire was then advanced and the inner cannula of the micropuncture catheter was exchanged over the wire to the full micropuncture introducer sheath. During the exchange, a small piece of the micropuncture wire tip sheared off in the pericardial space. The wire was left in the pericardial space and the patient was discharged on antibiotics.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information- the following information was available and inadvertently omitted from the initial MDR: b5, d1, d4, g5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information will not be provided by the user facility.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: cook was informed of a complaint on a micropuncture transitionless pediatric access set. As reported, during a procedure to drain a pericardial effusion, a wire included in a micropuncture transitionless pediatric access set separated. The complaint device was used to obtain access to the pericardial space. After accessing the effusion, the inner catheter was advanced, and placement was verified. The micropuncture wire was then advanced and the inner cannula of the micropuncture catheter was exchanged over the wire to the full micropuncture introducer sheath. During the exchange, a small piece of the micropuncture wire tip sheared off in the pericardial space. The wire was left in the pericardial space and the patient was discharged on antibiotics. Investigation ¿ evaluation a document based investigation was performed including a review of documentation, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: the intended use of the device is for the placement of wire guides up to 0.038-inch diameter into the peripheral vascular system when a small 21 gauge needle stick is desired. The IFU states: ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position¿; ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt¿; and ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage¿. Wire or catheter embolism is listed as a potential adverse event. The IFU instructs the user: ¿do not withdraw the wire guide through the introducer needle; breakage may result. If the wire guide tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. With current information, the cause of this event can most likely be traced to the user and procedural issues, as the device is intended to be used for access into the peripheral vascular system, not into the pericardial space. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Common name & product code: although the device lot number, rpn, and gpn are unknown, dyb is the product code for cook micropuncture devices with a mpis prefix. Occupation: unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, part of an unspecified cook micropuncture kit separated in the patient. There were no complications for the patient. It is unknown what device component separated. Additional information has been requested, but is not available at this time.